Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15-may-2026, a sales representative reported via email that a screw pushed through a mini fragment plate during a procedure. The issue was identified intraoperatively, and no patient harm was reported. Additional information was received on 21-may-2026: the procedure took place on (B)(6) 2026, during an orif clavicle repair. An ar-18724p-55 straight plate, 2.4 mm, 20 hole was used with a 2.4 mm kruelock locking screw (lot number not available). During final tightening, the screw broke through the plate. There was no report of stripping, locking failure, or component breakage. The affected screw and plate were removed, and the case was completed using the same plate part number. Bone quality was described as consistent with a middle-aged patient with adequate bone. There were no surgical delays, no additional anesthesia administered, and no adverse patient effects reported.